Manufacturer narrative:
Age at time of event: (B)(6) years old. Sex: female. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.